Event description:
It was reported that the surgeon was advancing a 20.0 diopter aspheric collamer lens in a msi-pf injector and the foam tip plunger over-rode the lens and tore it. There was no pt contact.

Manufacturer narrative:
The product pertaining to this claim was not returned, however, the lens was rec'd and a visual inspection shows the optic/haptic is torn. There is clear surgical residue on the lens. It should be noted that the cartridge and injector were not returned for eval. Evaluation codes: conclusions: a multifunctional team investigated complaints. Regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.